Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin leaked into reservoir compartment while customer was at school. Caller reported that there may have been a small amount of insulin was seen on the corner of display screen. Customer's blood glucose was 578 mg/dl. Customer reported that there were no cracks or splits in insulin pump. Insulin pump passed self-test.